Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module infusion set experienced flow issues, including tube-priming difficulties and air in the line. The following information was provided by the initial reporter: the nurses had to prime the tubing three times and then found air in the tubing.

Event description:
It was reported that the bd alaris¿ pump module infusion set experienced flow issues, including tube-priming difficulties and air in the line. The following information was provided by the initial reporter: the nurses had to prime the tubing three times and then found air in the tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the nurse primed the tubing 3x and then found air in the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 21085630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.